Event description:
It was reported that the output connector of the external pulse generator (epg) was broken. Technical services emailed the return form and the manual to the caller. The caller may order the part for the repair or will send in the epg for service. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.